Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Customer contacted support, received pump reset instructions, and reset pump with assistance from technical support, and no additional information was received regarding further outcome of event.